Event description:
It was reported that the patient presented for remote follow-up via merlin.net a review of the transmission revealed episodes of non-sustained right ventricular oversensing recoded by the implantable cardioverter defibrillator. The episodes were caused by loss of right ventricular capture. No interventions were reported. The patient was asymptomatic.

Manufacturer narrative:
Further information was requested but not received.